Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The unit is broken at about 5/8" from the point where the shafter diameter decreases and the tip begins. There are signs of high torquing forces due to the fact that the device is twisted just below the breaking point. Based on the information provided there are a few potential sources for the screwdriver breakage. First the surgeon did not use a tap. This increases the force that would be applied to the screw and in turn the driver which could lead to tip breakage. Second the surgeon was not sure how many times the driver was used in the past. If it had been used consistently for a long time the tip could have weaken which would increase the chance for breakage. Finally the surgeon mentioned that he used an additional screw in the femoral tunnel and not in the tibial tunnel. The instructions for use (IFU) state that in femoral fixation the relationship between femur and tibia must be constant throughout insertion to avoid inappropriate leverage on the screwdriver/screw interface. This particular situation stated in the IFU may have occurred which would cause extra stress on the screwdriver tip. Therefore, the most likely root causes could be due to: the surgeon did not use a tap; a potential overused driver and/or; an unmaintained relationship between the femur and tibia during insertion of the screw through the femoral tunnel. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the screwdriver had broken during the insertion of the implant. There was patient involvement, but no adverse consequences. There was a minimal delay of less than thirty minutes in the surgical procedure.

Event description:
It was reported that the tip of the screwdriver had broken during the insertion of the implant. There was patient involvement, but no adverse consequences. There was a minimal delay of less than thirty minutes in the surgical procedure.